Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device started running very low then stopped working and the trigger was sticking. It was also noted electronic control unit output voltage was out of specification (low voltage), the electric motor was running very loud, had a little bit of an unknown liquid found between the electronic control unit and gear sleeve, and the trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion and improper care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver lab, it was observed that when the trigger on the battery reamer/drill device was pulled back to move in forward position, the device only ran at half speed. During in-house engineering evaluation, it was observed that the device started running very low then stopped working and the trigger was sticking. It was also noted electronic control unit output voltage was out of specification (low voltage), the electric motor was running very loud, had a little bit of an unknown liquid found between the electronic control unit and gear sleeve, and the trigger components were worn. The event occurred in an educational training lab and was not related to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.